Event description:
It was reported that the customer noticed that insulin was at the bottom of the reservoir compartment. The customer's blood glucose was unknown. The customer was unsure as to how the moisture entered the compartment. The customer stated that there was no crack in the reservoir or damage to the tubing. Troubleshooting was done. Customer stated that the lead was coming from the second o-ring of the reservoir. Customer stated that there was fluid only in the reservoir compartment and nowhere else on the insulin pump. Customer stated that she dried out the reservoir chamber with a lint free cloth. Cutsomer also changed the reservoir and infusion set, and then she continued with insulin pump therapy.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.